Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was found to be in backup mode. The suspected cause of the backup mode was a magnetic resonance imaging (MRI) scan performed without appropriate device programming. Technical support was contacted and recommended reprogramming the device to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.